Event description:
It was reported that at regular follow up, the right atrial (ra) lead was observed to have low impedance. The ra lead also had short-interval high rate episodes, possible caused by noise. Also, the right ventricular (rv) lead had a polarity change to unipolar due to low impedance. The ra and rv leads to remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.